Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button intermittently turns the pump on. There was no reported impact to customer's blood glucose level.